Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) & co. (B)(4). (B)(4) evaluated the subject device and confirmed there was an air leak from the bending section rubber the internal metal part was exposed from the bending section. In addition, it was confirmed that a part for guiding of angulation wire (cable support) came unstuck from the bending section tube after disassembling of the bending section tube. Additionally, it was also confirmed that the distal end of the subject device was burned. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the past similar cases, it is surmised that the cable support came unstuck because the excessive force was applied to the cable support. It is surmised that the cable support was exposed from the bending section due to continuous use with the cable support unstuck and it caused the air leak. Based on the past similar case, it is surmised that the distal end was burned due to erroneous irradiation of the laser inside the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a retrograde intrarenal surgery, the subject device was damaged by the laser fiber. The user facility changed the subject device and the procedure was completed with another device. There was no report of patient injury associated with the event.